Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: we have received one broken screw for investigation. The head and recess section does show slight used marks, but is in working condition. The shaft is broken off right below the first pitch of the screw head and was unfortunately not returned to us. The visual examination by the broken section showed a twisted surface, which does led us to the presumption, that too much torsional force could have been applied to the screw head. Please do operate always according to the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: during distal radius fracture surgery, the surgeon used an unknown screw to fix the bone fragments and placed an unknown metaphyseal plate. The surgeon then inserted cortex screw (part number 404.016s) and it broke below the head. It was reported that the surgeon drilled and tapped in the right hole using proper technique; however, the screw broke easily. The surgery was delayed for 30 minutes due to the reported event and it is suspected that broken pieces of the cortex screw might be left in the patient¿s body. This report is 1 of 1 for (B)(4).